Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. It was reported by the wife, that the patient was out riding his 4 wheeler. Upon getting off the 4 wheeler, the patient fell to the ground and died. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.